Event description:
On (B) (6) 2007, a apogee intepro was implanted. Patient (B) (6) reported an adverse event with an onset date of (B) (6) 2008. The site reported severity as mild. The site description-pain/discomfort-vaginal. Possibly device related but not related to the procedure. Resolved on (B) (6) 2008. No further information reported. Lot/serial number unk.